Event description:
It was reported that three 200um surgical fibers broke near the connector during a procedure. The procedure was completed using a fourth (273um) surgical fiber. Outcome: "no damages to the patient." This report is for surgical fiber 3.

Manufacturer narrative:
Reference MFR #: 2937094-2013-01327, 2937094-2013-01328. Fiber analysis: no damage or issues found at the proximal/connector end of the fiber. The fiber's distal tip was fractured and not protruding from the jacket; no evidence of burning or melting at the fibers distal end. The most probable root cause of the device failure was user handling/excessive bending during the procedure.